Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pain and suffering, grinding of the hip joint, clicking, popping, difficulty walking physical limitations, and inability to engage in her usual social and recreational activities, wage losses, medical expenses, and permanent disability and disfigurement and may require explanation of the hip.